Manufacturer narrative:
No other complaints reported on the lot# involved (2010090286). We will send a final MDR once the investigation will be completed.

Event description:
Breakage of a reamer handle tip (model # 9057.20.811, lot# 201090286) during a primary hip surgery. No reported consequences for the patient. According to the info reported, surgeon concluded successfully the surgery by using the second straight reamer handle included in the set provided. Estimated number of usages of the involved instrument: ~ 100 times. Event happened in (B)(6).

Manufacturer narrative:
No anomaly detected by checking the DHR of the devices released on the market with the lot # involved (2010090286). This is the first and only complaint received on this lot #. The reamer handle involved is intended to the coupled with the motor at one extremity, and with the acetabular reamer at the other extremity, and is used to ream the acetabular bone. The reamer handle involved was returned to limacorporate and, by a visual analysis, it can be seen that the breakage occurred at the extremity of the handle that is coupled to the motor. In order to guarantee the correct functioning of the reamer handle, the instrument must be coupled with a motor with the same type of connection of the handle. If the reamer handle was coupled with a motor with different coupling mode, this could have contributed to the instrument breakage; nevertheless, the type of motor used in combination with the reamer handle is unknown. The repeated use of the instrument (on the market since 2010) could also have contributed to the event. With the available information a deeper investigation is not possible. According to limacorporate pms data, this is the first and only complaint reported on the reamer handle with product code 9057.20.811 on a total of (B)(4) instruments manufactured since 2003. No corrective action planned for this specific case. Limacorporate will keep monitoring the market on the reoccurrence of similar events.

Event description:
Breakage of a reamer handle on the tip (instrument model # 9057.20.811, lot# 201090286) during a primary hip surgery. No reported consequences for the patient. According to the info reported, surgeon concluded successfully the surgery by using the second straight reamer handle included in the set provided. Estimated number of usages of the involved instrument: approx 100 times. Event occurred in (B)(6).